Event description:
It was reported that there was one electrode that was no within normal limits. There were no symptoms or interventions reported. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n0047989, implanted: (B)(6) 2006, product type accessory; product ID 3 7746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3998, lot# lb6372, implanted: (B)(6) 2003, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
Additional information reported that electrode three had an impedance outside of the normal range per the site (18 ohms -19000+ ohms). Per the patient telemetry slip, the impedance on electrode 3 was 18,826 ohms.